Event description:
The customer reported that set blood flow rate is not the same as on the status screen. No pt injury or clinical consequences were reported.

Manufacturer narrative:
The reported incident has been classified as a flow rate discrepancy. The treatment files are not available. The actual flow rate discrepancy was 20 ml/min, the pt was asymptomatic and no medical intervention required. Gambro lundia ab has developed a procedure for flow rate discrepancy, as described in the advisory notice 019 dated (B)(4) 2007, software changes have also been made, when will be implemented in future revision.